Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including self testing and 30 joule testing without duplicating the report. The device impedance was calibrated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.